Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. C95076) inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: findings: the endometrial cavity is normal in contour without any filling defects. Micro insert location and tubal occlusion findings: there is an absence of opacification of the fallopian tubes, as expected, with bilateral essure device in place. Again, the uterine cavity is normal in size and contour.. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. C95076) inserted for female sterilisation. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6)2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: findings: the endometrial cavity is normal in contour without any filling defects. Micro insert location and tubal occlusion findings: there is an absence of opacification of the fallopian tubes, as expected, with bilateral essure device in place. Again, the uterine cavity is normal in size and contour. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.